Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.